Event description:
Complainant stated that while having an x-ray taken for an unrelated problem, the dr told pt that their hip implant was out of joint. They spoke to the dr who performed the implant and he told the pt if it was not causing them pain, they would leave it as is. He further stated that this problem was not due to anything he did, but to a manufacturing problem.

Event description:
Add'l info rec'd from MFR 6/30/04: a review of the complaint database was performed and no complaints for similar events were found. A medwatch report was not submitted in response to this event. There has not been any info that positively identifies this as a reportable event.